Event description:
The customer contact reported a disconnection. The primary plumset was being used to deliver an unspecified antibiotic, at an unspecified rate, via a plum pump. The option-lok male adapter of the plumset was connected to a needleless valve connector. After an unspecified length of time in use, it was reported that the option-lok male adapter disconnected from the needleless valve connector and an unspecified volume of solution leaked. The tubing set was replaced and the therapy was resumed at the next scheduled delivery. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.